Event description:
It is reported that the nurse noticed a black residue remained on the towel which the sword was resting on.

Manufacturer narrative:
This report will be amended when our investigation is complete.